Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the device would not run. There was air leaking from the neck. There was no e-ring on the reciprocating arm. The arm, needle bearing, spring seal, neck bearing, and eccentric shaft were all corroded. The ball bearings were grinding. The motor was corroded onto the swivel. The device had water inside the handle. Rpms were unable to be taken. The control bar was in the correct position. The device was out at the 0, 20, and 20 calibrations. There was no patient involvement. Due diligence is complete as no additional information is available.